Manufacturer narrative:
Based on the claim against the product by the customer noting a vision issue on the surgeon side console (ssc), an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the left high resolution stereo viewer (hrsv) to resolve the issue and also replaced the personality module surgeon console (pmsc) due to issue with the other eye few days ago. The system was tested and verified as ready for use. Isi did receive the products involved with this complaint to perform failure analysis. The hrsv was analyzed, and the reported failure was replicated. The monitor was installed in the printed circuit assembly test system and ssc powered up without video on the display. The pmsc was analyzed and the video on both eyes was good with no anomalies. There was nothing wrong with the pmsc and it can be returned to stock upon passing final system test. The complaint regarding left black eye was confirmed based on the field evaluation and failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause is attributed to a component failure. This is a reportable event due to the following conclusion: it was reported that after the start of the procedure, the left eye was black on the surgeon console and the minimally invasive procedure was converted to open. It is unknown, at this time, if this conversion was a planned part of the procedure, or due to potentially anticipated patient anatomy difficulties. System unavailability after the start of a surgical procedure may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the left eye was black on the surgeon side console (ssc). The nurse stated that they tried to restart without any success. Technical support engineer (tse) asked her to shut down the system again and cycle the ssc breaker and then reseat the blue fiber cable (bfc) and clean the bfc connector, no change. The caller confirmed that both eyes worked on the vision side cart (vsc) touchscreen. Or staff decided to convert the procedure in laparoscopic. Intuitive surgical, inc. (Isi) followed up with the surgeon and obtained the following additional information: system functionality checked upon powering on the system, the system initially powered on without errors. It was impossible to use the surgeon's console with the only display for the right eye available and therefore the procedure was converted to a traditional laparoscopic approach. There was a need for a short laparotomy to perform the extra corporeal anastomosis resulting in increased port size incision. The patient tolerated the change. No further information could be obtained.